Event description:
The balloon burst transverse (circumferentially) and split after being used at 18psi, it was also difficult to remove. No part of the device remained inside the patient. The patient did not require any additional procedures due to this occurrence, however, the procedure took slightly longer than usual as additional pressure had to be applied on the patient fistula. No adverse effects to the patient were reported due to this occurrence.

Manufacturer narrative:
Expiration- unknown as lot is unknown. Phone number not provided by the reporter. (B)(4) - prolonged procedure is not labeled. Device code: balloon ruptures are labeled. No product was returned to assist in this investigation. Balloon burst, compliance, and fatigue verification testing has been performed. The rated burst pressure, rbp is documented in the IFU and label. The device is inspected to ensure balloon is undamaged prior to shipping. Vendor burst tests a minimum of 10 balloon per lot. Each device is leak tested and the balloon bonds are examined. Each device is shipped with instructions for use (IFU) that delineates the proper inflation and deflation procedures. These detection activities will likely result in a very high probability of detection to prevent rupture. The rated burst pressure for this diameter, 5mm balloon is 15atm. The stated units in the event description, psi are probably in error and atm was intended and the analysis will proceed with this assumption. In the absence of external restraints the balloon is designed to burst in a longitudinal direction. The balloon rupture ultimately resulted in difficulty removing the device. Limited information has been provided. Without additional information no root cause can be found. We will continue to monitor for similar complaints. No actions are necessary at this time as there is insufficient risk per the risk analysis.